Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A home hemodialysis nurse reported that one of her patients expired prior to undergoing treatment, while preparing the equipment for use. The patient was found unresponsive by their spouse who then contacted emergency medical services (ems) for assistance. The patient was transferred to the hospital via ambulance, but expired prior to their arrival. The patient's last successful hemodialysis treatment was performed on (B)(6) 2016. Follow-up information was provided by the home hd nurse who revealed that the patient's death was unrelated to the use of fmcc equipment or disposables. No further information has been made available.

Manufacturer narrative:
The event reported against the 2008k at home hemodialysis (hd) machine in MDR ID #2937457-2016-00584 was submitted in error. The patient was confirmed to have been in the process of setting up the hemodialysis (hd) machine for use, when they became unresponsive. The user had not been receiving hd treatment at the time the event occurred. Per the registered nurse, "the death was unrelated to use of fmcc equipment or disposables." Therefore, this is no longer considered an MDR-reportable event.